Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was broken. It was reported that the buttons were unresponsive and the pump was cracked. It was reported that the threads were breaking where you insert the cannula and where the battery goes. It was reported that the customer also had issues with reservoir. No further information provided. The customer declined to troubleshoot.